Event description:
It was reported that insulin pump was exposed to fluid/moisture. It was reported that customer jumped into the pool. It was also reported that the insulin pump has an unresponsive keypad. Customer stated that the act and esc buttons are not working. Customer's blood glucose reading was 240 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. The device had moisture damage on the electronic assembly, minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.